Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. A dye study was performed under x-ray but could not see dye at the catheter tip. The catheter was spliced at the spine and did have good cerebrospinal fluid (csf) flow. A new pump segment was added to the spine. Once the spine segment was connected to the new pump segment there was good csf flow and the catheter was connected to the new pump. The pump was working correctly since a refill was performed the night of (B)(6) by the nurse and there was no drug discrepancy. The pump was replaced since it had 10 months to elective replacement indicator (eri). The pump will not be returned as the pump was working correctly, it was a catheter issue. The patient¿s weight at the time of the event was unknown.

Manufacturer narrative:
Device code (B)(4) is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The patient stated he fell and it was the possible cause of the catheter malfunction. The physician believed the catheter was either kinked or broken. It was sent to pathology at the hospital not back to the manufacturer. The patient¿s status post-operative was unknown. The patient remained in the hospital. The representative had never received another call back with issues or concerns.

Manufacturer narrative:
Other relevant components include: product ID: 8709, lot# j11293r69, implanted: (B)(6) 2002, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and spinal cord injury/spinal cord disease. The pump contained clonidine with an unknown concentration and dose, an unknown brand of baclofen with an unknown concentration at a dose of 193 mcg/day, and an unknown brand of morphine with an unknown concentration and dose. It was reported the patient was going through withdrawal with sweating, itching, and the hcp was suspecting a catheter issue. The patient presented to the emergency department on (B)(6) 2017 and because of the respiratory distress, was intubated as the patient was not doing very well. The representative stated the patient also had hip pain from hip surgery and that was why there were intrathecal pain medications along with intrathecal baclofen in the patient¿s pump. The last time the patient was seen in (B)(6) 2017, the pump was refilled, and there were no issues at that time per the representative. The representative stated the hcp and her texted back and forth late on (B)(6) 2017 regarding the patient¿s issues, and she was sent some pages of info, but was going to interrogate the pump herself to confirm the current pump settings. The representative stated on the night of (B)(6) 2017, the nurse did a pump refill because next tuesday ((B)(6) 2017) was the actual appointment as the low reservoir alarm date was (B)(6) 2018. There were no reservoir volume discrepancies per the representative. The representative stated she was in the case the day of report ((B)(6) 2017) for that current patient, and they would do a catheter dye study with a possible catheter revision and pump replacement per the hcp because the early replacement indicator (eri) was 10 months. The representative stated they already ruled out the existing pump as the cause of the issues. The representative talked about aspirating cerebrospinal fluid (csf) from the catheter access port (cap) and the possible inability to do so because of the known issue of the catheter collapsing on itself. That was talked about in general, so no reporting was necessary per the representative. The representative also discussed meningitis as a possibility due to a different patient ¿a long time ago¿ that had that diagnosis and that it was unrelated to that patient¿s pump. The representative stated the hcps liked to blame the pump as the cause of patient¿s issues when many times, it was a medical issue unrelated to patients¿ devices or therapies. The representative reported the start of the current event was between (B)(6) 2017 and (B)(6) 2017. No further patient complications were reported.